Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a wandering baseline and a small qrs complex which led to them receiving three inappropriate shocks. Oversensing of noise was also observed. The physician assumed the issue was due to air entrapment however the patient later admitted to being on stimulants during the time of the episodes. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed and remains implanted and in service. No adverse patient effects were reported.